Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she first removed the infusion set and treated with a manual bolus of 5 units or so. Customer's blood glucose was 493 mg/dl and then it came down to 170 mg/dl. Customer had just finished eating breakfast and that is why her blood glucose was high. Customer stated that there was no need for troubleshooting since she knew why her blood glucose was high.